Event description:
Boston scientific received information from another manufacturer that this patient implanted with this implantable cardioverter defibrillator (ICD) system presented in early-january with right ventricular (rv) lead vegetation and a systemic infection. The patient was treated with intravenous antibiotics and then released. The patient presented again approximately two weeks later with trouble breathing, became unresponsive in the emergency room and was coded. The patient died eight days following hospital admittance after support care was withdrawn. No further information was available. The patient's rv lead was a non-boston scientific product.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.